Manufacturer narrative:
No relevant manufacturing issues were identified as all units met stryker specifications. The plausible root causes of the reported event include: the overload of applied torsional force during surgery; normal wear and tear.

Event description:
It is reported that the inserter shaft broke at the tip.

Event description:
It is reported that the inserter shaft broke at the tip.